Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This event was also reported under manufacturer report #2182207-2024-03199 [information was received from a foreign healthcare provider (hcp) via a distributer regarding a patient receiving gabalon at an unknown dose rate via implanted infusion pump. The adverse event overdose was reported. The date of the event was unknown / not specified. The physician did not have the patient's details such as age and any further information, so it is unknown. The physician was inquiring whether flumazenil was effective for gabalon intoxication.]. Any additional information received will be reported under this manufacturer report #(3004209178-2024-14427).

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer regarding a patient receiving gabalon via implanted infusion pump. It was reported that when the patient, who used gabalon intrathecal, underwent a cerebrospinal fluid examination, the glucose was high. There was a question about whether this was product-derived. The date of the event was 2024-jun-26.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer. The pump was still in use and would not be replaced.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), product type: catheter. H6 correction: the patient code e2402 was not previously indicated in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer regarding a patient receiving gabalon (0.05%) at a dose rate of 33 mcg/day via implanted infusion pump for spinal cord injury. It was reported that a pump refill was performed at the outpatient visit on (B)(6) 2024. The pump reservoir volume was 11 ml, but 30 ml of clear and colorless liquid was withdrawn. About 2 hours later, there was a report of muscle weakness in the lower limbs, impaired consciousness, nausea, and vomiting. The hospital was visited after 4 hours. The patient¿s consciousness level became ¿300¿ immediately after the patient visited the hospital, and the patient could not respond to calling. The intrathecal baclofen (itb) pump was changed to an emergency stop mode, and the entire body was managed by the emergency department. As of (B)(6) 2024, the patient¿s consciousness recovered and conversation bec ame possible. A CT scan was performed and there was no fluid accumulation around the pump. The causal relationship of lower muscle strength, impaired consciousness, nausea, and vomiting to the pump, catheter, programming, and procedure were unknown. The physician in charge, found out about the pocket fill and was questioning why the overdose-like symptoms appeared when this happens. It was further indicated that if the event is triggered by a refill, the same event may not occur, so the physician will monitor the follow-up with caution. It was also noted that on the other hand, the director of the department of orthopedic surgery thought that it was possible that a drug was placed in a closed space like a pocket, so pressure was applied, so a blood vessel, etc. A refill was performed under fluoroscopy on (B)(6) 2024. It was further indicated that as a result, it became clear that the previous refill had become a pocket fill because only about 10 ml of the drug could be drawn from inside the pump. This time, the settings were set to 30 mcg/day.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6); product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer. It was reported that the patient required hospitalization as a result of the event. The patient's symptoms resolved.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The drug volume at the previous refill was 18 ml. The actual residual drug volume was 30 ml, 10.5 ml, the residual drug volume per the programmer (expected volume) was 11.1 ml ¿ 17.8 ml. It is believed that the patient developed symptoms of overdosing of gabalon due to pocket fill. The causal relationship of the event to drug and procedure was related and unrelated to the pump, catheter, and programming. The outcome of the event was recovered as of (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(4) product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.